Event description:
During testing, it was found that the lcd touch screen was non functional. After replacing the compact flash card and the main pcb, the ventilator worked normally. There was no patient involvement in this case.